Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the halogen light source had a damaged front panel. Additionally, the main lamp was of a non-olympus type and the spare lamp was missing; both need to be replaced with genuine olympus lamps. There were no reports of patient involvement.